Event description:
It was reported that stored episodes of non sustained lead noise was observed via merlin.net. Post paced t wave oversensing and intermittent oversensing was also noted. Programming was recommended. It was reported later that oversensing was not reproducible and no programming changes were made. The patient will be monitored.